Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has been received and is under evaluation. Evaluation of a retention sample from lot 122294f was completed. No untoward effects or abnormalities in microbiology eye safety testing were identified and physical and chemical parameters conformed to release specifications. Batch records were reviewed and no deviations were identified. No similar reports for lot 122294f. Investigation including root cause analysis is in progress. Additional information was requested from the consumer on 2/01/2008 and 02/18/2008. Information was received from the consumer on 21/18/2008 and 2/19/2008. Additional information was requested from treating physician on 2/25/2008.

Event description:
Consumer reported he experienced "ocular redness, blurry vision, swelling around his eyes, migraines and saw clear dots" with use of this product. He stated he visited a physician who diagnosed a "bacterial eye infection" and treated him with an opthalmic antibiotic/steroid medication. The consumer stated he discontinued contact lens wear and product use. He indicated the symptoms resolved in about four days. He restarted lens wear with new lenses (o2 optics) with a different solution, and he has not had further problems.